Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 26-degree tilting of the filter along the coronal plane and a grade 1 perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from 26 degree tilting of the filter along the coronal plane, grade 1 perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from 26 degree tilting of the filter along the coronal plane, grade 1 perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the filter was indicated for morbid obesity, preoperative for bariatric surgery and high risk for pulmonary embolism and deep vein thrombosis (dvt). The filter was placed via the right femoral vein using a long sheath. The filter was placed in the inferior vena cava (ivc) and deployed below the level of the renal veins. Approximately one week later, the patient underwent a laparoscopic assisted duodenal switch procedure with appendectomy and cholecystectomy. Approximately eighteen months later, the patient underwent a ventral hernia repair, the hospital course was uneventful, and the patient was discharged four days post-op. About ten years after the filter was implanted, the patient underwent a carotid artery ultrasound, lower extremity arterial ultrasound, venous ultrasound stress test and echocardiogram as follow up for lower extremity swelling, chest pain and a carotid bruit. All test results were within normal parameters with no acute findings or occlusive issues. Medical history included morbid obesity, gastro-esophageal reflux disease, type 2 diabetes, hypertension, hypercholesterolemia, chest pain, neuropathy, degenerative joint disease, knee replacement, rotator cuff surgery, cellulitis of the right leg, obstructive sleep apnea, bilateral lower leg edema and anxiety/depression. Approximately eleven years and eleven months after the filter implantation the patient underwent a computed tomography (CT) scan. The images were submitted for review approximately three months later. The findings noted a significant tilt of 26 degrees along the coronal plane, a grade 1 perforation and the filter at the level of mid l2- l3-4 interspace, suspect (possible) of migration. Other findings included an indeterminate ovoid cystic lesion at the pancreatic body. Approximately twelve years post implant, the patient had a virtual follow up visit for blood pressure reassessment. The notes indicated that results of a venous ultrasound performed approximately eleven years after implantation showed a partially occlusive thrombus, acute dtv, in the right popliteal vein/posterior tibial vein. According to the information received in the patient profile form (ppf), the patient reports significant tilting of the filter, perforation of filter struts outside the ivc, and further experienced abdominal pain, lower leg swelling, sub-acute deep vein thrombosis (dvt) and anxiety related to the filter, becoming aware of these events approximately eleven years and eleven months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 26-degree tilting of the filter along the coronal plane and a grade 1 perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and a 26-degree tilt along the coronal plane approximately twelve years post implant. The patient also reports experiencing abdominal pain, lower leg swelling, subacute deep vein thrombosis (dvt) and anxiety related to the filter. The patient¿s medical history is reported as morbid obesity, gastro-esophageal reflux disease, type 2 diabetes, hypertension, hypercholesterolemia, chest pain, neuropathy, degenerative joint disease, knee replacement, rotator cuff surgery, cellulitis of the right leg, obstructive sleep apnea, bilateral lower leg edema and anxiety/depression. According to the implant record the indication for the filter placement was morbid obesity, preoperative for bariatric surgery and high risk for pulmonary embolism and deep vein thrombosis. The filter was placed via the right femoral vein using a 6fr long sheath. The filter was placed in the ivc and deployed below the level of the renal veins. Approximately one week later the patient underwent a laparoscopic assisted duodenal switch procedure with appendectomy and cholecystectomy. Approximately eighteen months later the patient underwent a ventral hernia repair, the hospital course was uneventful, and the patient was discharged four days post-op. Approximately ten years post implant, the patient underwent a carotid artery ultrasound, lower extremity arterial ultrasound, venous ultrasound stress test and echocardiogram as follow up for lower extremity swelling, chest pain and a carotid bruit. All test results were within normal parameters with no acute findings or occlusive issues. Approximately eleven years and eleven months after the filter implantation the patient underwent a computed tomography (CT) scan. The images were submitted for review approximately three months later. The findings noted a significant tilt of 26 degrees along the coronal plane, a grade 1 perforation and the filter at the level of mid l2- l3-4 interspace, suspect (possible) of migration. Other findings included an indeterminate ovoid cystic lesion at the pancreatic body. Approximately twelve years post implant, the patient had a virtual follow up visit for blood pressure reassessment. The notes indicated that results of a venous ultrasound performed approximately eleven years post implant showed a partially occlusive thrombus, acute dtv, in the right popliteal vein/posterior tibial vein. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Vena cava filters are not indicated in the prevention of dvt. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Abdominal pain does not represent a device malfunction and may be related to underlying patient specific issues, particularly this patient¿s history of abdominal surgeries. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.